Event description:
It was reported to (B)(4) that during a procedure, two generators failed. The surgeon had no tone down and no coagulation on both devices. The surgeon tried a thunderbeat device which functioned fine, but then decided because of the patient's anatomy to switch to an open procedure. There was no patient harm. (See MFR report #9617070-2013-00008, for second generator).

Manufacturer narrative:
The unit was serviced and repaired. The unit was inspected and tested, during testing 200 ref 53 and 200 ref 36 popped-up due to faulty plasmablend board. Also the unit is running on old version software and the left hand handle was broken on the inside. The unit needs to replace the plasmablend, front panel, full calibration, upgrade to new version software, and tested.